Manufacturer narrative:
One used device without packaging was received for evaluation. Visual inspection revealed that the same was in generally good condition. The sample was received with the catheter tubing detached from the cone adapter. Examination under uv light revealed inconsistency of adhesive on both the catheter tubing and cone adapter. The complaint is confirmed with manufacturing process root cause. Corrective actions have already been implemented at the manufacturing facility. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5250t626 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Not returned to manufacturer.

Event description:
It was reported that the suction catheter came off of the conical adaptor. This occurred during use, some time after the second suction. The product was replaced, and there was no reported injury to the patient.